Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer (person): title- logistics. G4: PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ngage nitinol stone extractor basket had a missing loop, and the threads were running towards the side. A cut was made to get it out of the fiberscope. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. This report captures a missing loop. The threads running towards the side is referenced in a report with the patient identifier: (B)(6).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: it was reported that an ngage nitinol stone extractor basket had a missing loop, and the threads were running towards the side. A cut was made to get it out of the fiberscope. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Investigation ¿ evaluation an interview of personnel and a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned in open package with label. The handle was in the open position. The basket sheath and assembly separated approx. 4 cm from the proximal end. Wires were pulled loose from basket sheath. The assembly was not fully inserted in handle and cannulated handle was bent in several places. Other damaged was noted that was likely the result of the user having to cut the device to remove it from the scope. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. A cause of the complaint could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.